Event description:
It was reported that the patient lost therapy approximately 3-4 months ago. Hence, the patient's ipg experienced normal battery depletion. As a result, this event is no longer considered reportable.

Manufacturer narrative:
It was reported that the patient lost therapy approximately 3-4 months ago. Hence, the patient's ipg experienced normal battery depletion. As a result, this event is no longer considered reportable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg is inoperable. Surgical intervention is anticipated.